Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unknown pump error. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had cracks in screen and battery cap threads were worn. Customer stated that they changing battery every seven to eight days, but insulin pump had rejected new battery. Customer stated that the insulin pump was slower during rewind, louder during rewind and receiving errors messages during rewinds. The device will not be returned for analysis.